Manufacturer narrative:
Eval: results: the lead was returned w/o any visible anomalies. Continuity testing was performed to analyze the channel's resistance and to verify the insulation characteristics between channels. The lead passed continuity testing on all channels. The returned stylet was returned kinked and could not be fully inserted inside the lead. This would have contributed to the difficulty encountered by the physician while steering the lead. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported during the trial procedure the physician experienced difficulty advancing the lead. When tested intra-operative the lead exhibited high impedance values. A new lead was used to complete the procedure. No pt complications were reported.